Manufacturer narrative:
Ous MDR - the investigation of the returned instrument revealed a circumferentially directed tear at the balloon, approximately 10-15mm from the distal tip. The balloon material near to the fracture shows superficial stress marks at the balloon surface. They disconnected, pulled off distal part of the balloon, was found compressed in distal direction. The inner shaft, which fractured from the proximal welding was elongated from 40 up to 50mm. The review of the manufacturing history confirmed that the device in question was manufactured according to the specifications and successfully passed all in-process controls as well as the final inspection. Based on our analysis results and according to the provided information it could be concluded that the balloon burst was caused by the pressure overload up to 22atm. Which is clearly above the labelled rated burst pressure of 14 atm for this balloon size. Subsequently, it could be assumed that the burst balloon hooked in at the tip of the introducer sheath during withdrawal. Most probably a tensile overload was applied then during the attempt to withdraw the balloon which ends in the observed separation of the balloon from the inner shaft.

Event description:
Ous MDR = fibrotic lesion around native cephalic vein (arch) on left arm. Tough, elastic lesion, at origin. Native fistulae thrombosed in large section from forearm to stenosis. Balloon over the wire, inflated to approximately 14atm. Lesion dilated and appeared to recoil around balloon. Balloon then taken up to approximately 22atm and ruptured immediately. Balloon ruptured and lesion recoiled again around balloon. Balloon then separated from shaft upon being removed from lesion. Tip of balloon retrieved with snare wire. Patient was unhurt and the procedure was successful following use of high pressure balloon.